Manufacturer narrative:
Concomitant medical products: product ID: 3058 ipg, implanted: (B)(6) 2015; product ID: 3889-28 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead pacing thresholds had increased substantially. The change in thresholds was noted to have coincided somewhat with the patient's dialysis treatments. Rv output was reduced while maintaining a two times safety margin and the lead remains in use. No patient complications have been reported as a result of this event.